Event description:
Customer claims polydoros lx-80 x-ray generator caught on fire. This unit was purchased by the customer and was not being serviced by siemens until after the event. After the event, siemens was notified and brought the unit back to specs.